Manufacturer narrative:
The event arterial occlusive disease is assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(4) 2014 via a literature article and concerned a (B)(6) female pt. The pt was healthy without hypertension, diabetes, and other underlying diseases. Her medical history was relevant for cosmetic facial filler injection immediately before fundus artery occlusion and non-arteritic retinal artery occlusion newly diagnosed by fundus fluorescein angiography. She showed no history of intraocular surgery or retinal artery occlusion before symptom development. Concomitant medications were not reported. On an unspecified date, the pt received hyaluronic acid cosmetic facial injection (2.1 ml) in the frontal area near the left eye. The size of the needle used for the injection was reported to be 27 gauge and 30 gauge. The batch number used was not reported. On an unspecified date, after the hyaluronic acid injection, the pt experienced incomplete ophthalmic artery occlusion. The initial bcva was hm and the final bcva was 0.02. Cherry-red spot was seen with partial choroid filling of fluorescein in the early stage. It showed delayed filling of retinal and choroidal circulation at two weeks follow-up. The outcome of the event was unk. The reporter did not provide a causality assessment. Authors comments: all of the injection sites in the face might cause artery occlusion. Therefore, pts should be informed about the risk of irreversible blindness from fundus artery occlusion, and the injections should be performed carefully. Chen y, wang w, li j, li l, lu n. Fundus artery occlusion caused by cosmetic facial injections. Chin med j (engl). 2014; 127 (8): 1434-7. This case is also linked to other four cases: (B)(4).